Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. Visual inspection found that the lead proximal array is fractured between contacts # 5 and 6. High impedance readings were registered at contacts # 2, 3, 4, 5, and 6. X-ray inspection confirmed broken cables along the proximal array of the lead. The broken cables resulted in the reported complaint. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient lost stimulation. An x-ray confirmed that the lead was bent. A system check revealed that the lead displayed high impedances. The physician suspected that the issue was caused by either the lead or the patient¿s anatomy. The physician explanted the precision system and implanted a competitor¿s system.

Event description:
A report was received that the patient lost stimulation. An x-ray confirmed that the lead was bent. A system check revealed that the lead displayed high impedances. The physician suspected that the issue was caused by either the lead or the patient¿s anatomy. The physician explanted the precision® system and implanted a competitor¿s system.